Manufacturer narrative:
The ventilator was investigated on site and an error was reproduced. The expiratory channel printed circuit board (pcb) was replaced in accordance with the service manual but not returned for investigation. No device logs were provided for evaluation. The expiratory channel pcb contains electronics including microprocessors for handling of safety valve pull magnet control, expiratory flow measurement and expiratory valve control. A failure in the expiratory channel pcb can lead to stop of ventilation if the safety valve is not in its predetermined state (closed) or if the expiratory valve is unable to close. Appearance of this failure will be noticed by the user by generated high priority alarms and technical error codes. If present, the fault will be detected during pre-use check. Since no parts were received for investigation the root cause cannot be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. The patient involvement is unknown. Manufacturer ref.#: (B)(4).